Event description:
It was reported that the device had no power. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. The reported problem was the device had "no power." Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found the device in used condition with a peeled downstream occlusion (dso) seal. Customer's reported problem of no power was not duplicated. Device was turning on testing with ac cord and also with aa battery with no problem. It was working properly as intended. Dso seal replacement and standard preventative maintenance was performed to bring the device to full functionality. Device passed all functional tests.